Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic angiogram procedure. Reportedly, although the device was flushed prior to use, there was no blood flow coming from the marker lumen when the device was positioned in the vessel. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received analysis of the returned device found that the link was trapped under the anterior foot. The sheath was kinked and bent, distal to the guide. The guide was separated at the distal end of the guide tube, but still held together by the actuator wire, thus the device was returned in one piece. Reportedly this was noted when the proglide device was withdrawn from the patients groin. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow coming from the marker lumen¿ was not confirmed. The guide separation, displaced link, sheath kink and bend and difficulty to open and close the foot were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.a2: correction of patient age

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow coming from the marker lumen¿ was not confirmed. The guide separation and sheath kink and bend were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction- removed device codes 1142 and 2921. H6: correction: removed component codes 4733 and 788. H10.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Analysis of the returned device found that the sheath was kinked and bent distal to the guide. The guide was separated at the distal end of the guide tube, but still held together by the actuator wire, thus the device was returned in one piece. Reportedly this was noted when the proglide device was withdrawn from the patients groin.